Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While beginning cuts, an error came up stating mics cable connection error. Reset cutter multiple times, shut down the robot, brought the robot back up, attempted mics status check and received a fail. Was unable to finish with mako do to using other mics in the case before. A mics status check was completed prior to the case. Customer service was called before bailing to manual. Surgical delay yes 20 minutes for troubleshooting. Yes the patient was under anesthesia; tka.

Event description:
While beginning cuts, an error came up stating mics cable connection error. Reset cutter multiple times, shut down the robot, brought the robot back up, attempted mics status check and received a fail. Was unable to finish with mako do to using other mics in the case before. A mics status check was completed prior to the case. Customer service was called before bailing to manual. Surgical delay yes 20 minutes for troubleshooting. Yes the patient was under anesthesia. Tka.

Manufacturer narrative:
Reported event: it was reported that while beginning cuts, an error came up stating mics cable connection error. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate 25 devices were manufactured under lot k08bv and 24 including 4201075 were accepted into final stock on 9/15/16. A review of qt16-09-0053 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k08bv shows 06 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.